Manufacturer narrative:
Date of report: 18jul2019. Date received by manufacturer: 15jul2019. The touch screen assembly was returned to the manufacturer's failure investigation (fi) lab for evaluation. Visual inspection of the touch screen assembly revealed no evidence of damage or contamination. The touch screen assembly was installed into the fi test ventilator to verify & test its functional integrity. From testing, it was determined that the test ventilator did not pass. Root cause: the ul_lr and ur_ll resistance were out of specification. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 06may2019. The manufacturer's field service engineer confirmed the reported touchscreen issue. The manufacturer¿s field service engineer (fse) replaced the defective touchscreen to address the reported problem. The unit successfully passed the required performance verification test.

Event description:
The customer reported that the touchscreen fails calibration. There was no patient involvement.